Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected excessive no delivery alarms were noted.

Event description:
It was reported that the customer had a multiple error alarm of the insulin pump. The customer's blood glucose level was unknown. The troubleshooting was performed. The customer was advised to return the insulin pump and we will also replaced it. No further information was reported.